Manufacturer narrative:
(B)(4). Additional information was requested and not available: did the suture break into two separate pieces? No information. Did the suture fray? No information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2018, and barbed suture was used. When pulling the suture after the first passing of the needle through the tissue, the suture was torn. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2019. Evaluation: an opened winding former, a dispensed needle/suture, and a suture piece were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected. There were marks on the needle body that appear to be by the use of a surgical instrument. The suture and suture piece were examined and body fluids along strand were observed; damage (slice) near swage area and missing barbs were noted. Also, the suture ends and the fixation tab area appeared to be cut by the use of a surgical instrument. The DHR review could not be conducted, because the batch number of the complaint is unknown. Per the sample condition of the sample received, the assignable cause of the suture breakage is suggested as an improper handling of the sample.